Manufacturer narrative:
Concomitant products: the patient's medications include; aspirin, xanax, colace, niaspan, pravachol and corgard. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: pxt231416/8778391.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. It is reportedly unknown which device was implanted on the right side. On (B)(6) 2014, follow-up cta imaging identified an enlarged abdominal aortic aneurysm measuring 6 cm, and a type ii endoleak originating from the right internal iliac artery (riia) which was identified as contributing to the aneurysm enlargement. On (B)(6) 2015, an intervention was performed to treat the type ii endoleak whereby the riia was coil embolized. The procedure was concluded without resolution of the type ii endoleak, and the patient tolerated the procedure. The physician will continue to monitor the patient.